Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, balloon, and pump were microscopically inspected and leak tested. Visual inspection revealed that the cuff had folds. The balloon was identified to be non-spherical and scaled on the shell. The pump tubing exhibited wear to the filament, causing it to not pass visual inspection. Leak testing was successfully performed on the cuff, balloon, and pump. The balloon passed the leak testing. However, the balloon did not pass functional testing with an output pressure less than the specified pressure. The pump passed the functional test. The reported patient symptoms of dysuria, erosion, swelling/edema, and discomfort are known risks associated with the implant of this device as indicated in the instructions for use (IFU). Based on the information available, the balloon not passing the functional test could affect product performance; however, with no device issues reported, the clinical observations are known inherent risks with this device.

Event description:
It was reported that the patient, who had an artificial urinary sphincter device implanted, presented with dysuria, a large hydrocele on the right, and discomfort while handling the pump. A diagnostic endoscope was performed which revealed erosion of the aus. The aus device was explanted. No further patient complications were reported.

Event description:
It was reported that the patient, who had an artificial urinary sphincter aus device implanted, presented with dysuria, a large hydrocele on the right, and discomfort while handling the pump. A diagnostic endoscope was performed which revealed erosion of the aus. The aus device was explanted. No further patient complications were reported